Manufacturer narrative:
Device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery for example, too high drill speed, hard bone or possible movement in a slanting position. We are aware that these are very delicate drill bits which require extra caution during use. No product fault could be detected. The article was manufactured according to specifications.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Event description:
A hospital in (B)(6) reported that during drilling of the middle phalanx of the fourth finger of the left hand, the drill bit broke leaving a fragment in the bone. The specialist decided to leave the fragment.